Event description:
During a remote follow up, oversensing was observed on the right ventricular (rv) lead. Rv lead fracture was suspected but this was not confirmed. The rv lead was capped and replaced to resolve this event. The patient was stable.